Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
The customer called stating, during use on a patient, they were having trouble with the cs300 intra aortic balloon pump (iabp) picking up EKG. The company cardiac assist account manager (caam) attempted to troubleshoot with the customer. The customer then pulled EKG leads off another iabp and it worked just fine. No patient harm or adverse event reported.

Manufacturer narrative:
(B)(4) 2017 11:13 am (gmt-4:00) added by (B)(6) ((B)(6)): a service territory manager (stm) evaluated the cs300. The stm completed full preventive maintenance, functional tests, and calibrations. All tests met factory specifications. The alleged malfunction was not reproducible. No parts were replaced in relation to the alleged malfunction. The stm replaced the batteries as part of the preventive maintenance. The cs300 was returned to clinical use.

Event description:
The customer called stating, during use on a patient, they were having trouble with the cs300 intra aortic balloon pump (iabp) picking up EKG. The company cardiac assist account manager (caam) attempted to troubleshoot with the customer. The customer then pulled EKG leads off another iabp and it worked just fine. No patient harm or adverse event reported.